Event description:
It was reported that the console had low power. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of low power was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console had low power. The procedure was completed with this device. There were no patient complications.